Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed. The device has been returned to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion and ext high ppeak. The customer stated there was no patient involvement associated with this event.